Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm. The customer¿s blood glucose value was unknown. The customer stated that they did not receive a low battery alert prior to the replace battery alert. The customer also stated that the insulin pump had insulin pump error alarm and power loss alarm. The customer was able to clear alarm. The customer was able to successfully rewind the insulin pump. Insulin pump error alarm has not occurred more than once after a battery change. Customer stated the battery cap was not loose, cracked or damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected post-reset alarm alarms, failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing.